Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pumps failed twice and required replacement while on patient issue. A third failure occurred with the same brain as the initial two pumps. The pump was working for a few minutes, then gave a channel error message. The dopamine was turned off and pump was moved to another brain. Delivery of dopamine was delayed to patient. There was no harm.

Manufacturer narrative:
Omit : c20 no findings available and d15 - cause not established. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data and device manufacture date. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the lvp "failed" twice and required replacement while infusing dopamine. A third "failure" occurred with the same pcu as the initial two pumps. The pump was worked for a few minutes, then gave a channel error message. The dopamine was turned off and pump was moved to another pcu. There was no harm.